Event description:
It was reported that there was no meningitis but rather a wound infection. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced a csf leak during the implantation after which the patient contracted meningitis. The implant remains in-situ. Further information is being sought from the clinic.

Manufacturer narrative:
This report is submitted on november 8, 2021.